Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that a patient arrested and had to be intubated prior to a new vns implant surgery. No vns was implanted as the surgery was not performed. The patient had been taken to the ICU due to a traumatic intubation attempt. No further relevant information has been received to date.

Event description:
Further information was received. The patient did not experience cardiac arrest, but a failed intubation occurred instead. The patient was about to be intubated at the time of the event, and surgery had not been initiated at that point. The patient did not have a history of cardiac problems, but the patient did have a history of airway problems. No further relevant information has been received to date.